Event description:
Boston scientific received info that during a routine f/u, no telemetry could be established with this subcutaneous implantable cardioverter defibrillator (s-ICU). The pt was admitted to the hospital for further troubleshooting. It was noted that the device was emitting tones, which stopped after a few hours. A boston scientific technical services consultant discussed performing a reset of the device two times. The resets were completed successfully, with a normal beeping sequence under the reset, but this did not resolve the no telemetry condition. A review of available device date did not reveal an issue. Engineering recommended performing one add'l reset to reboot the device, using a different programmer and/or wand, then attempt to connect to the device after applying a magnet for two to three seconds. It was discussed that if these steps were not successful, the device would likely need to be explanted. Additionally, it was not possible to confirm therapy was off, so a magnet would need to be applied at the explant. After further attempts to establish telemetry with the device were unsuccessful, the device was explanted and replaced. No add'l adverse pt effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. An attempt was made to interrogate the device; the no- telemetry condition was confirmed. The device case was removed to facilitate inspection of the internal components. The battery was removed from the device and tested. It was noted to have a low voltage that began recovering once it was removed from the device circuitry. An external power source was connected to the device and the device was powered on. No high current drains were noted. Another attempt was made to communicate with the device and, still, no telemetry was possible. The device behavior appeared consistent with a previously identified issue with the internal crystal component. A new crystal was put in place and; subsequently, the device was able to be interrogated. Review of device memory noted the device had detected performance issues and undergone several resets while implanted.